Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin did not exit. Instructed the customer to discontinue the pump use. The customer also stated that no insulin exited from the infusion set.